Event description:
Patient complained of burn mark on thigh the morning after electrical stimulation treatment with empi electrodes but a non-empi stimulator. No complaint at the time of treatment. Burn described by clinician as minor. Patient initially declined medical treatment for burn, but later used an ointment to ease itching and assist with healing.